Manufacturer narrative:
Additional narrative: patient height reported as (B)(6). Event date: unknown. Unknown if device has been explanted. Capture diagnostic facet/medial branch block at c5-c6. Device is not distributed in the united states, but is similar to device marketed in the USA. Part number: ssc205c, lot number: 2004000476: manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 19march2004. Expiry date: 01march2009. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) study patient ID (B)(6) was implanted with a medium 5mm prodisc-c implant at c5-c6 on (B)(6) 2009. Antibiotics were administered intra-operatively. There were no complications during the procedure and no complications at discharge. The patient was discharged to home on (B)(6) 2006. Patient completed the study on (B)(6) 2013. The patient experienced the follow adverse events postoperatively: during the month 72 visit on (B)(6) 2012, it was reported that the patient had right thumb, second digit, and fourth digit pain (unknown date of event). On (B)(6) 2009, the patient had soreness and achiness in patient's neck and peri/interscapular region. Severity = moderate. Likelihood = anticipated. Action required: outpatient care without surgery. Implant involvement: possibly related to c5-c6, index level. Course of action: suggested undergoing a diagnostic facet/medial branch block at c5-c6 in consideration for possible radiofrequency ablation. Related to surgery = definitely not. Related to implant = definitely not. Current state of event = ongoing = undergoing a diagnostic facet/medial block at c5-c6 in consideration for possible radiofrequency ablation. (Alert date = (B)(6) 2010). On (B)(6) 010, the patient had crepitus and cracking, popping sensation in neck. Severity = mild. Likelihood = anticipated. Implant involvement = none. Course of action = patient is feeling soreness and popping sensations. She is not taking anything for it and just dealing with it for now. Related to surgery = possibly. Related to implant = possibly. Current state of event = ongoing. (Alert date = (B)(6) 2010). On (B)(6) 2011, the patient reported hand pain in the right hand, severity - mild, likelihood - unanticipated, implant involvement - none, intervention - splint, related to surgery - definitely not, related to implant - definitely not, status - resolved. (Alert date = (B)(6) 2015). This report is for the patient had soreness and achiness in patient's neck and peri/interscapular region. Severity = moderate. Likelihood = anticipated. Action required: outpatient care without surgery. Implant involvement: possibly related to c5-c6, index level. Course of action: suggested undergoing a diagnostic facet/medial branch block at c5-c6 in consideration for possible radiofrequency ablation. Related to surgery = definitely not. Related to implant = definitely not. Current state of event = ongoing = undergoing a diagnostic facet/medial block at c5-c6 in consideration for possible radiofrequency ablation. This is report 1 of 1 for (B)(4).